Event description:
The patient reported loss of therapy and migration was confirmed via x-ray. Attempts were made to reprogram the transmitter with no success. The patient had ankle hardware that was causing pain that seemed to be made worse by the neurostimulators. The patient had the hardware removed on (B)(6) 2024, which will hopefully improve the outcome. Post hardware removal the patient is testing different programs and is doing okay.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting the device at an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. Additionally, severe force applied to the implant and excessive twisting, bending, or stretching have been ruled out. However, migration was confirmed. The stimulator is used to treat pain. The cause of the reported issue is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue (unable to determine root cause). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.